Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx pta dilatation catheter has returned for evaluation. On the visual evaluation of the returned device, it consists of two segments. The first segment consists of partial catheter and strain relief. The segment consists of remaining catheter and balloon, the balloon appeared bunched. No other anomalies noted. No functional performed due to the condition of the device. Therefore, the investigation for the reported material deformation remains inconclusive as no evidence noted in the device returned. The investigation is confirmed for the detachment of device as the device returned into two segments for evaluation. A definitive root cause for the alleged material deformation and identified detachment of device could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via contralateral approach, the catheter shaft of the pta balloon was allegedly kinked. There was no patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via contralateral approach, the catheter shaft of the pta balloon was allegedly kinked. There was no patient injury.